Manufacturer narrative:
The initial reporter was not reported by the (B)(6) business unit. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A maquet field service engineer (fse) visited the customer on (B)(6) 2017. On site, the fse noticed a smell of "heat" when starting the pump and a black spot beside the fan. The pump did not display any electrical error code and there is nothing in the device history. Preventive maintenance was done. The power supply of the involved cs300 was replaced as well as the safety disk. Controls and tests validated, complete cleaning. Checking of the sensors, setting of the voltages, offsets, gains. Leak test. Alarms testing ok functional equipment

Event description:
According to the hospital: during use on a patient, the medical staff noticed that smoke was coming from the intra aortic balloon pump (iabp). More specifically, the iabp generated dark smoke at the power supply fan level. The user replaced the iab pump to treat the patient. No clinical consequence was reported.

Manufacturer narrative:
The replaced part was returned to the national repair center (nrc) the technician inspected the power supply and found c3 of the daughter board (tower section of the power supply) with charring on the top part of the component (c3). The technician installed the power supply into the cs300 test fixture. The technician tested the part to factory specifications per the cs300 service manual. The part passed testing and the technician could not verify the reported failure "smoke coming from iabp". However, there was a smoke type odor in the tower section of the power supply. The technician is sending the power supply to the supplier for failure analysis

Event description:
According to the hospital: during use on a patient, the medical staff noticed that smoke was coming from the intra aortic balloon pump (iabp). More specifically, the iabp generated dark smoke at the power supply fan level. The user replaced the iab pump to treat the patient. No clinical consequence was reported.

Manufacturer narrative:
The supplier returned the power supply and verified the reported failure. They replaced the defective c3, and the power supply then passed all of their testing and they updated the fan. The following was then performed by a technician at the maquet national repair center (nrc) in (B)(4) : installed power supply into cs300 test fixture and tested it to factory specifications per cs300 service manual. It was then inspected per procedure. It passed testing and was put into stock.

Event description:
According to the hospital: during use on a patient, the medical staff noticed that smoke was coming from the intra aortic balloon pump (iabp). More specifically, the iabp generated dark smoke at the power supply fan level. The user replaced the iab pump to treat the patient. No clinical consequence was reported.